Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, it was reported that the patient's sensor displayed a glucose value more than 100 mg/dl different from his actual glucose level, which he reported resulted in a seizure and subsequent hospitalization. The patient was unable to provide the date of the event, corresponding cgm readings, blood glucose values, fingerstick blood glucose (fsbg) measurements, details of the hospitalization, treatment received, or outcome. Attempts to follow up with the reporter for additional information was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of more than 100 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.